Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2003, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 14-may-2005, UDI#:(B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 28-may-2005, UDI#: (B)(4); product ID: 8596, serial/lot #: (B)(4), ubd: 01-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that patient had withdrawals twice in the past but she did not believe the patient was currently experiencing withdrawal symptoms. The first instance of withdrawal occurred due to something happening with the catheter, "something malfunctioned". No further complications were reported.